Manufacturer narrative:
Always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed cartridge and infusion set to address the alarm. Customer's blood glucose was greater than 500 mg/dl which was address by delivering a correction bolus via the pump. Reportedly, customer did not remove air from the cartridge during the load sequence per the pump user guide. Tandem technical support informed the caller that air within the cartridges could be a possible cause for the occlusion alarm. Caller acknowledged.